Event description:
Philips received a complaint from customer reporting the touchscreen on the v60 ventilator was frozen. The device was not in clinical use. There was no harm or other patient /user impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and was unable to confirm the issue. The bme reviewed device event log and no error codes were confirmed. The rse assisted the bme through further evaluation using the touchscreen diagnostic mode. No touchscreen issues confirmed. The rse advised the bme to complete touchscreen calibration and a preoperative check prior to returning to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.